Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate automatic mode switching was observed due to competitive atrial pacing. Patient was asymptomatic. Programming changes were recommended.